Event description:
It was reported that during implant, the left ventricular [lv] had moderately high thresholds and diaphragmatic stimulation at high output. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later report that about three years after the lead was implanted, after a routine device replacement procedure, the patient again experienced diaphragmatic stimulation. The lead was reprogrammed and remains in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.